Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged. The lead exhibited t-wave oversensing (twos), low pacing impedance, no capture, high thresholds and the patient received inappropriate therapy. During the lead revision procedure, the physician encountered difficulty repositioning the lead and the lead helix would not deploy once it had been retracted. The lead was removed, and an alternate lead was implanted. It was noted that the patients also has an left ventricular assist device (lvad). No further patient complications have been reported as a result of this event.